Event description:
It was reported that a patient presented remotely via merlin.net. A review of the transmission revealed that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode with high voltage therapy disabled due to the magnetic resonance imaging (MRI) scan. Programming changes were made and the ICD was restored. Patient¿s condition remained stable.